Manufacturer narrative:
The customer replaced both sample probes and the reagent. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crp4 c-reactive protein gen. 4 result for one patient with the cobas integra 400 plus. The initial result was 510 mg/l. A new sample was measured with a result of 140 mg/l. The initial sample was repeated with a result of 140 mg/l. The questionable result was reported outside the laboratory. The reagent lot number was 51326201. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined, the customer's maintenance actions resolved the issue.